Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 04j27 that has a similar product distributed in the us, list number 02p36.

Event description:
The customer observed false nonreactive architect hiv ag/ab combo results for a 67-year-old male patient when compared to results from another method. The architect hiv ag/ab combo result was 0.18 s/co (nonreactive), luminescence result was 60 (positive). The patient had previously been tested by the cdc and reported inconclusive results. No impact to patient management was reported.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the likely cause lot performs as expected for this product. Return testing was not performed as returns were not available. Device history record review was performed on lot 44198be02, which did not show any potential non-conformances, deviations, or non-conformances. Trending review did not identify any trends. File kit testing of a retained kit of the complaint lot could not be performed as the reagent had already expired. Labeling review concludes that the issue is adequately addressed. Based on the investigation, no systemic issue or deficiency of the architect hiv ag/ab combo assay was identified.

Event description:
The customer observed false nonreactive architect hiv ag/ab combo results for a 67-year-old male patient when compared to results from another method. The architect hiv ag/ab combo result was 0.18 s/co (nonreactive), luminescence result was 60 (positive). The patient had previously been tested by the cdc and reported inconclusive results. No impact to patient management was reported.